Manufacturer narrative:
H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor underinfused. After the expected infusion time approximately 50% of the solution remained in the device. The device was filled with 13.5g of piperacillin/tazobactam diluted in 230ml 0.9% sodium chloride. The device was disconnected, and a new device was connected. It was also noted the PICC line clamp was closed. There was no patient injury or medical intervention associated with this event. No additional information is available.